Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/4/04, the pt contacted lfs alleging that her one touch ultra meter was prompting the error 4 message. On 10/6/04, the medical affairs specialist spoke with the pt. In june 2004, the pt has previously contacted lfs to report the same one touch ultra meter prompting the error 4 message. At that time, a replacement meter was sent to the pt; however, the pt stated that she never rec'd the replacement meter. Four months later, the pt went to the ER to be seen for a bronchial viral infection. She was given an injection of steroid medication in the ER and sent home with a prescription for oral steroid medication about 4:00 pm in 2004. Prior to that day, at approx 9:00 pm, she began experiencing symptoms of thirst and dry mouth. She attempted to use the reported meter and obtained the error 4 message. She immediately tested with another meter and obtained a result of 487 mg/dl. She contacted her physician and was directed to take an extra dose of glucotrol with lots of water to drink. The pt usually takes glucotrol 2.5 mg in the morning and 2.5 mg in the evening. The pt continued to test her blood glucose level several times through the night of the event date. Her blood glucose level decreased about 300 mg/dl by about 2:00 am. The next morning, the pt went to see her physician where a result of 190 mg/dl was obtained on the pt's other meter. She was given no further treatment. Two days later, the pt stated that her blood glucose level is currently 129 mg/dl. The customer svc rep confirmed that the reported meter was prompting the error 4 message. The csr also confirmed that the reported meter had previously been reported with the same concern and a replacement meter has been sent out. The csr advised the pt to discontinue using the reported meter. The pt neither alleged harm nor experienced any injury or medical intervention due to the meter. He was not relying on the meter for the last 3 mos. Based on the info supplied by the pt, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.